Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. It was not reported if the patient was hospitalized prior to the event of death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing until the time of death. No additional information was available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow up report will be submitted.